Manufacturer narrative:
The device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six months of post deployment, computed tomography of abdomen was performed due to abdominal pain and result showed that an inferior vena cava filter was noted. Seven months later, computed tomography of abdomen and pelvis showed that an inferior vena cava filter tip was positioned caudal to the renal vein confluence. One year and seen months later, computed tomography of abdomen showed that an inferior vena cava filter was present with multiple tines extended into the soft tissues. This was unchanged from the previous year. One year four months later, computed tomography of abdomen showed that an inferior vena cava filter was again identified, with caval penetration of multiple legs of filter, similar in appearance to the previous examination. The abdominal aorta remained normal in caliber. Four years and eight months post deployment, x-ray of abdomen 1 view showed an inferior vena cava filter at l3. Ten months later, computed tomography of abdomen and pelvis with contrast showed an indwelling infrarenal inferior vena cava filter with significant rightward tilt and multifocal strut penetration. Penetrated struts abutted the mesentery, anterior infrarenal aortic wall and extended posterior to the aorta. A posterior strut abutted the anterior margin of the l4 superior endplate, with resulting reactive periostitis. One year and one month later, computed tomography of abdomen and pelvis without contrast was performed, and result showed that an inferior vena cava filter was located inferior to the renal veins. There was eccentric location of the filter within the lumen, with 19.2 degrees tilt to the right with respect to the long axis of the inferior vena cava. There was perforation of the inferior vena cava walls by nearly all struts which extended up to 2.0 cm beyond the inferior vena cava wall. There was one strut passed anterior and two passed posterior to the aorta. No evidence of aortic perforation. No strut fracture. No inferior vena cava stenosis. Mild aortic atherosclerosis. Therefore, the investigation is confirmed for filter tilt and perforation of inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time, post filter deployment, it was alleged that the filter tilted, struts perforated and the patient experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.